Event description:
Event reported as: the staples are very hard to remove with the device, causing pain and bleeding. Additional info received states the this device is not recommended to remove "michel staples" and a sales representative for teleflex went and explained this to the customer.

Manufacturer narrative:
No device sample or lot# is available for investigation. Complaint cannot be confirmed and a root cause can not be determined since the sample was not available. Manufacturer will continue to monitor and trend relating complaints.